Event description:
It was reported that the customer had a high blood glucose but no hospitalized. The customer's blood glucose was 512 mg/dl. The customer was treated with a shot. The customer also reported she had a no delivery alarm on the insulin pump. The customer is able to resolved the problem of no delivery by changing the whole set. The customer was offered to troubleshoot but declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.